Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that a knob was missing and additionally noted that the upper case was broken and contaminated, that the battery drawer shorting bar was contaminated and the lower case dented, the hanger assembly was broken, the display wires were pinched with the insulation exposed, the display frame and encoder assembly were contaminated, the keypad was scratched, there were multiple 820 errors in the main printed circuit board and it was deemed out of specification in an electrical manner and two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator was missing a knob. The generator was returned for service. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer¿s analysis.